Event description:
[Moderna] treatment under emergency use authorization(eua): giving moderna vaccine to a patient. Had difficulty engaging safety mechanism over the used needle. Had to use enough force that the needle and syringe flew from her hand; landed on her right knee causing needle injury. FDA safety report ID# (B)(4).